Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra meter was having power issues. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that she was getting a "cxx" on the bottom left corner of the screen. It was discovered that the message was a battery symbol. She also reported that the meter was powering off during use. The alleged meter issues first occurred on five days earlier, in the morning (exact time not provided). The pt also reported that she had hot flashes, dry mouth, and the "shakes" after the reported issue first began. However, she reportedly took no diabetes treatment actions following the issues and did not receive/require any medical treatment or intervention. The pt tested on the son's meter and obtained a result of 253 mg/dl. At the time of troubleshooting, it was verified that this was not a new prod and that there was no meter trauma. It was discovered that the pt had not replaced the battery per the owner's manual (user error) and did not have another battery for replacement at the time of the call. This complaint is being reported because the pt claimed to experience symptoms suggestive of high blood glucose after the reported issue began. The result on her son's meter correlated with the symptoms. The alleged issues were resolved with troubleshooting. Replacement prods were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.